Manufacturer narrative:
UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device had malfunctioning buttons, and blade had clearance when inserted, was confirmed. It was found that the resistance values of the keypad of the hand control set were out of range and that there was a short circuit in the motor cable. Further, the locking ring of the drill mounting mechanism was found to not close properly and the motor did not run smoothly. The motor, the motor cable and the hand control set were replaced, the defective drill mounting mechanism repaired and the device was tested and found to be fully functional. The defective locking ring would have caused the blade to not be inserted correctly. However, given the information provided, we cannot discern a definitive root cause of the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/18/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the buttons on the micro tornado hp w handcontrol device were malfunctioning; and the blade had clearance when inserted. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was further determined that the locking ring of the drill mounting mechanism was found to not close properly. No additional information was provided.